Manufacturer narrative:
Analysis found that the pump suffered a prescription table corruption that caused the pump to reset into safe mode. The cause of the corruption was undetermined. Results code no longer applies.

Manufacturer narrative:
Conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported by the consumer via the company representative. The patient reported that in early december their pump went into ¿safety mode¿ and the patient went through withdrawals and lost therapy.the pump was explanted on (B)(6) 2016. It was noted that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6) female patient who was receiving infumorph 5mg/ml at 0.0294 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, a critical alarm was heard. The pump logs showed that safe state occurred on (B)(6) 2015 at 16:00. The patient suddenly experienced more pain. The patient denied any medical tests on (B)(6) 2015; however, they presented to the emergency room (ER) on (B)(6) 2015 due to illness and had imaging performed. The patient was sick from pneumonia. Additional information has been requested regarding the cause of the event, troubleshooting, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Additional analysis results revealed ¿pump ¿ hybrid - high current drain - l334 ic anomaly¿. Analysis identified a very high cd of up to 21.12ma accompanied by a no-telemetry condition. Additional jtag analysis isolated the high cd and no telemetry to the u1 l334 ic. However, damage to the l334 during analysis prevented identification of the failure mechanism within the ic. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.